Event description:
After the drapes were removed and the transcatheter aortic valve replacement (tavr) case was completed, a small puncture to the left foot was noted from the towel clip. A band-aid was applied and the physician made aware. This is a metal re-usable towel clip found in the surgeon's tray. Staff training was completed with the cardiovascular operating room (cvor) team as process improvement education for awareness of patient healthy tissue when using towel clips to hold up drapes and towels. No identifying information is available regarding device.